Manufacturer narrative:
This lead was returned to the post market quality assurance laboratory of boston scientific in two segments, having been severed during the implant procedure. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) lead and the left ventricular (lv) lead. Leading to inappropriate tachycardia response (atr) episodes. No pacing inhibition was determined. Reprogramming options were discussed and recommended. Patient is being seen by extraction physician in early august to discuss replacing the lead. Subsequently, a revision procedure was performed and all system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) lead and the left ventricular (lv) lead. Leading to inappropriate tachycardia response (atr) episodes. No pacing inhibition was determined. Reprogramming options were discussed and recommended. Patient is being seen by extraction physician in early august to discuss replacing the lead. Subsequently, a revision procedure was performed and all system was explanted and replaced. No additional adverse patient effects were reported.